Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified stent movement. There was no visible damage to the stent however it appeared the stent was moved slightly in a distal direction. The manufacturing data for this device was reviewed and there were no issues to note. The maximum stent profile was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and severe damage was noted. The edge of the tip was jagged and there was a hole evident towards the centre of the tip. The distal balloon wings were folded tightly in position however, the proximal balloon wings were out of the original folded position due to the bunching of the shaft polymer extrusion proximal to the balloon cones. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified severe damage. There was extensive damage to the inner/outer extrusion on both the proximal and distal sides of the bi-component weld site. The extrusion was stretched and in some sections appeared concertinaed due to stretching of the extrusion. As a result of the extrusion stretching it was not possible to load a 0.014'' guidewire into the returned device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 70% stenosed target lesion was located in the right coronary artery. A non-bsc guidewire was advanced crossed the lesion. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion and passed over the wire for direct stenting. However, at the middle of the guide catheter, there was resistance and the device did not pass beyond the middle of the guide catheter. The whole system (wire and stent) were withdrawn and the stent was found stuck on the wire. The physician noted that it was difficult to detach from the wire and also, there was difficulty in removing the wire either proximally or distally from the stent. Subsequently, the shaft was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The 70% stenosed target lesion was located in the right coronary artery. A non-bsc guidewire was advanced crossed the lesion. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion and passed over the wire for direct stenting. However, at the middle of the guide catheter, there was resistance and the device did not pass beyond the middle of the guide catheter. The whole system (wire and stent) were withdrawn and the stent was found stuck on the wire. The physician noted that it was difficult to detach from the wire and also, there was difficulty in removing the wire either proximally or distally from the stent. Subsequently, the shaft was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.